Manufacturer narrative:
Investigation results; DHR we reviewed the DHR for (B)(4) / patient ID# (B)(6) / site ID# (B)(6), qty. (B)(4) items assy-500011 (aligners) and (B)(4) items assy-500010 (templates) were packaged by the first shift by auto bag-and-box operation on november 22, 2024, in manufacturing supercell sc2, equipment pua-03. The sales order was inspected and met the acceptance criteria provided by qa. Failure mode - sharp edges. Root cause - no defect during the manufacturing process. Conclusion code - no failure found.

Event description:
In this event it is reported that nontemplate aligner arch edge of the aligner is sharp. The outcome of this event is unknown as of this MDR. Further information pending.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.